Event description:
A bipap auto biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation inside the blower kit and dust contamination was present. During the evaluation, foam particles were visible. In addition, the device had displayed error code e053 (err_comp_log_sem_timeout), e051 (err_corrupt_compliance_log). The device was scrapped by the service center after the evaluation was completed.